Manufacturer narrative:
Additional information received from the reporter that clarified that the alleged malfunction was observed pre-surgery, when the device was being opened. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that there were "wires exposed" at the end of the motor device closest to the hand piece. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.